Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. During the visit to the customer site, the arjo technician confirmed that the bottom cover of the maxi sky 2 ceiling lift had detached. The device evaluation did not reveal any component issues or problems with the mounting points. The cover was reattached. A review of previous complaints shows that the bottom cover can detach when the ceiling lift hits an object (e.g., a wall, obstruction along the transfer path, or due to rough movement along the rail). Although the staff indicated that they were not aware of any impact on the lift, this remains plausible and could have contributed to the cover detachment. The maxi sky 2 instructions for use (IFU, 001-15698-en rev. 6 from mar/2025) state: "before transferring a patient, make sure there are no obstacles in the transfer path. Injuries could occur." Additionally, visible damage or deterioration of external parts, including panels, must be identified before use: ¿inspect for evidence of external damage, missing parts or broken panels.¿ sum up, the most plausible root cause is that the bottom cover detached due to loosening caused by ceiling-lift movement along the rail or accidental impact with an obstacle during use. There was no indication that the maxi sky 2 was in use for a patient transfer when the cover detached, meaning the device did not meet its specifications at the time of the event. The device evaluation did not reveal any component issues or problems with the mounting points. The complaint was decided to be reportable due to the bottom cover detachment.

Event description:
The customer contacted arjo to report that the maxi sky 2 bottom cover had detached. There was no indication that the device was in use at the time of the event, and no injuries were reported.